Event description:
The customer returned an electromechanical ambulatory infusion pump to mckinley medical for repair. They stated that the wm350 infusion pump had a "low delivery" the pump stopped with 20cc remaining in the reservoir. There is no report of pt injury.